Event description:
It was reported by dealer that the irc10lxo2 concentrator had low purity, between 85 and 89%. The dealer stated the unit is not alarming. Seeing as unit is out of warranty dealer is going to retire unit. The dealer stated unit is a rental unit. The unit was not being used by a patient when the low o2 was recorded.